Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit result on an (B)(6) year old female patient diagnosed with sepsis, unspecified organism. The patient received 1 unit of positive blood during the event. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). Correction from initial (d1. Brand name): change from chem8+ to cg8+. The investigation was completed on 22-mar-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ lot l20364.